Manufacturer narrative:
(B) (4) coil protrusion, request submitted for new code. Additional information was requested from the user facility. From the responses received, it was determined that the pt's anatomy was somewhat tortuous in the region of the middle cerebral artery (mca), as they had a difficult time getting the balloon wire to go into the m2 segment. The coil was repositioned prior to detachment.

Event description:
It was reported the coil detached as expected however, as the catheter was pulled back, the tail of the coil remained inside the catheter. The coil was able to be pushed out of the catheter and the procedure was successfully completed. The pt suffered no adverse effects as a result of this issue.